Event description:
The chair tipped as staff was lowering a female pt into the bath. She was mobile enough to get off the chair. No injury to pt or staff.

Manufacturer narrative:
The following is a closing out report by the foreign reporter's investigator. Investigation: the lift was examined but no faults could be found. This lift has been used in the same room with a hilo bath many times before. Observations: the investigator has offered a possible explanation of events - the jib was lowered too far, the chair touched the bottom of the bath and moved away from the jib location. When the lift was raised the chair was not located properly on the jib and the movement of the chair re-alignment its self. Facility agreed this was possible. Conclusions: user error. Hoist lowered to far. Corrective action: hosit has been put back into service, and staff not understands the problems it the hoist is lowered too far.